Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet screen detached from the device on (B)(6) 2025. The user was unsure of the cause and had taped the screen back in place, allowing the device to continue functioning. User is unsure of the cause and stated the screen just started peeling off. A replacement ilet was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.